Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the plastic part on the tip came off during a case.

Event description:
It was reported that the plastic part on the tip came off during a case.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. During the evaluation, scratch marks concentrated in the front and sides of the probe¿s lumen and insulation were observed. The insulation was torn on the front side of the probe, below the electrode. Scratch wear marks with a pointy object can be observed in the direction of the torn insulation. Additional wear marks were observed on the sides of the probe including impact wear marks which consequently damaged the insulation. No visual wear marks were observed on the back of the wand¿s insulation. The device history review could not be performed since the lot number of the reported unit was not provided (unknown). Based on the information provided and the returned unit¿s evaluation; the scratch wear marks observed and the bent lumen, are indicative of friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), when inserting or removing the probe into an obstructed passageway can be identified as the root cause for the reported condition. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.